Event description:
It was learned through implant patient registry that a 25mm 11500a aortic valve in aortic position was explanted and replaced with a 29mm 11500a aortic valve after an implant duration of 9 months and 23 days. Reason for reintervention was not provided. Reportedly, patient was in recovery post-operative. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per (B)(4), paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. Per (B)(4), in the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to pvl. Therefore, a definitive root cause cannot be conclusively determined. Potential factors include original implant position issue, or the plug interfering with flow resulting in the patient forming calcifications.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, device code, and type of investigation).

Event description:
It was learned through implant patient registry and medical record that a 25mm 11500a aortic valve in aortic position was explanted and replaced with a 29mm 11500a aortic valve after an implant duration of 9 months and 23 days due to aortic insufficiency. The patient presented in heart failure. The patient was in recovery post-operative and was discharged on pod #4. Intraoperatively, large area of commissure between left and right cusp noted to have significant calcification and leak. Prior plugs removed and valve was explanted and replaced with a 29mm 11500a aortic valve. Per pathology, explanted aortic valve consisted of very mild pannus.